Manufacturer narrative:
H6 impact codes: blood transfusion f2302 added.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the trusteer into the patient. After some difficulty finding a suitable location to perform the transseptal puncture the physician was able to successfully puncture and cross the septum. While pre-measurements were being performed a pericardial effusion was noted. The physician performed a pericardiocentesis and drained over 3 liters of fluid. The patient went to surgery to have the cardiac perforation repaired and the procedure was ended. No closure device was implanted in the laa of the patient. No other complications were reported to have occurred from this event and the patient is expected to make a full recovery.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect with the trusteer into the patient. After some difficulty finding a suitable location to perform the transseptal puncture the physician was able to successfully puncture and cross the septum. While pre-measurements were being performed a pericardial effusion was noted. The physician performed a pericardiocentesis and drained over 3 liters of fluid. The patient went to surgery to have the cardiac perforation repaired and the procedure was ended. No closure device was implanted in the laa of the patient. No other complications were reported to have occurred from this event and the patient is expected to make a full recovery.